Event description:
Received info from contact stating that during the fill tubing process, the infusion set tubing was partially filled. The fill process was stopped and insulin sprayed out from the end. The contact was not sure if the luer lock and tubing were securely connected. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new relevent info become available, a follow up report will be submitted.